Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional and functional inspections/testing was performed. The slow leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 95% stenosed, moderately tortuous, heavily calcified lesion in the mid circumflex coronary artery. The 3.5x20mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion and inflated once to 10 atmospheres without issue; however, there was difficulty deflating the balloon. The balloon partially deflated, and after an unknown period of time, the balloon fully deflated and was removed from the patient anatomy without further issues. Another same size trek rx bdc was used to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.